Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Review of the batch manufacturing records indicates that packs were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During artificial bone head replacement surgery, the patient complained of stomach pain after administration of some drug. Then, several minutes after the cement was injected and a stem was implanted, the blood pressure dropped. The patient once recovered after heart massage, but the patient's condition became worse again. The surgery was being performed under lumbar anesthesia but was changed to general anesthesia. The patient was transferred to ICU and then died. In the surgeon's opinion, since the blood pressure had been already dropped before the cement injection, the cement might not relate to the decrease in blood pressure.